Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty touch screen and processor board. Both parts were replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Both parts have been requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the display of an s5 double head roller pump became unresponsive during priming. There was no patient involvement.

Manufacturer narrative:
The touch screens and processor board of the pump have been requested and returned to livanova (B)(4) for further investigation. The reported issue could only be confirmed during the evaluation of the read out of the pump memory. During the functional testing and the hardware analysis the reported issue could not be reproduced. The root cause could not be determined.